Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's heart rate was fluctuating. It was reported that the implantable pulse generator (ipg) alarmed for asystole and ventricular fibrillation. No pacing spikes were noted. It was noted that the ipg battery voltage had reached elective replacement indicator (eri)/recommended replacement time (rrt). No further patient complications have been reported as a result of this event.